Manufacturer narrative:
A valid manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. This happened with three tampons. She was able to remove the remaining pieces and did not seek medical assistance. Consumer reported she was satisfied. If we become aware of related adverse effect(s) on the consumer's health, a follow-up report will be submitted.